Event description:
Additional information was received from the patient (pt) and it was reported that the patient said she thought her battery was going 'kaput'. Pt reported it was taking almost a couple of hours a day to charge. It seemed to go nowhere. The problem started within the last week. Pt confirmed when charging she got good coupling. She tried to charge more frequently instead of spending 2 hrs to charge. Pt did not change any settings. Pt mentioned last time she was at healthcare provider (hcp) office they told her she had the battery for a while now and it needed to be replaced. Reviewed battery longevity. Pt then said she already got 'call your doctor' message but she did not know what code it was. Redirected to hcp to determine whether her charging frequency was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. Caller states 3-4 days ago they saw a call your dr message on the recharger insr and thought it meant that the ins battery was dead/depleted/eos (code asked/unknown). Asked caller to try charging ins on the call and caller confirms that the ins is taking a charge and was seeing zero coupling. Caller mentions the ins moves around in the pocket and sometimes "sticks out". Recommended repositioning antenna and p now shows full coupling, first quartile flashing. Reviewed with caller that ins will have to be charged to at least 25% before it can be turned back on. Quick guide to reference if the code comes back up was sent.